Manufacturer narrative:
H6: method-86 (other): lens work order search. Results-100 (other): visual inspection of the returned product found one haptic bent/deformed. There was evidence of surgical residue. A work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon implanted a cq2015 collamer three piece lens, but one haptic was bent as it was being inserted. The lens was removed with no pt injury. The contact stated it was felt that the loading forceps may have been rough and caused the bent haptic.